Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with low blood glucose. The customer did not have any information on the hospitalization. Customer was advised to contact her doctor to discuss the event. She initially had called in for assistance with changing the fill cannula settings. Customer stated she was changing the set and noticed fill cannula was incorrect. The customer was assisted with completing the rewind and prime. Blood glucose value was 102 mg/dl.